Manufacturer narrative:
Device sample not received by MFR in time for this report. Investigation incomplete. A completed investigation report will be submitted when completed.

Event description:
A (B)(6) old pt extubated early in the day for a trial off the ventilator. Pt unable to be maintained with increasing respiratory effort. Decision made to reintubate and place back on the ventilator. Sedation and reintubation process went smoothly. Immediately after, x-ray was done to verify tube placement. This was out of sequence as usually the respiratory tech would have finished all checks prior to the x-ray. At 17:08 pt was intubated. The nurse at the desk noted on the monitor that the pt's heart had slowed at approx 17:17 and called out to alert the team and went into the pt's room. No alarm had sounded. The pt was rapidly taken off the vent and bagging was begun. Medication was given but no compression was done as pt had a do not resuscitate order on file. Death was pronounced at 17:37. According to the hospital risk manager, examination of the system following the incident revealed that after connecting the pt to the ventilator, no one noticed the ventilator was displaying #waiting to connect#. Examination of the entire system revealed the temperature probe was not being used and the port that the probe was normally inserted into was not capped. This left an open circuit. For this reason the ventilator recognized the connection to the pt so it never initiated the first breath. The risk manager readily admitted there was user error for both the ventilator and the circuit.